Event description:
The patient underwent tha for oa on (B)(6) 2007. Eight years after the primary operation, the stem loosened. On (B)(6) 2015, the stem was replaced. Cup was not loosened.

Manufacturer narrative:
Correction: the catalog number, lot code, manufacture and expiration dates were corrected. An event regarding loosening involving a centpillar stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned medical records received and evaluation: insufficient medical records were received for clinical evaluation. Device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as device analysis, additional x-rays and operatives report are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened.

Event description:
The patient underwent tha for oa on (B)(6) 2007. 8 years after the primary operation, the stem loosened. On (B)(6) 2015, the stem was replaced. Cup was not loosened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.